Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device showed abnormal readings (-99) after implantation. The device was removed and replaced with another product, but it also showed incorrect readings one or two hours after the replacement and after rebooting though it had worked properly until then. The surgeon would like to know whether the malfunction was caused by the sensor or the icp express. There were no adverse consequences to the patient. On 12/18/2015 per affiliate: we obtained the additional information. Please refer to the following comments to your questions. Only one product is listed in the complaint, but it appears that there are three involved in this event (2 microsensors and 1 icp express monitor). Could you confirm the number of products involved and provide product and lot number information, if available? &#64672;sensors involved. Unfortunately, the second sensor (82-6631) was discarded at the facility, and the lot number is unknown. What was done to resolve the issue? The second sensor was connected to another icp express; however, the display showed a message prompting zeroing without showing a reference number prior to zeroing. When pressing the "p 0" key, the same message was showed repeatedly and zeroing could not be done, so the second sensor was also removed. On 12/20/2015 per affiliate: your are right. This complaint is about just the two sensors. Thank you for your continued support.

Manufacturer narrative:
One sensor was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned sensor found that the sensor was functional with no visible damage. The catheter was severely kinked 48 cm from the case. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The device failed water pattern testing - glitch in wp every 5 to 6 hours. Based on their evaluation, the supplier was unable to confirm a device failure. The supplier determined the probable cause of the reported issue to be user related. It is suspected that the vent has been mashed at the catheter damage site, and condensation buildup is affecting the vent function (blocking vent) during water pattern testing. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints.